Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. System controller, serial (B)(6) was not returned for analysis. The provided information indicated that exchanging the backup battery did not resolve the backup battery fault. The alarm resolved when the controller was exchanged. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that despite the exchange of the back-up battery, the controller still alarmed back-up battery fault. The controller was exchanged. The controller exchange resolved the issue with the alarms. The controller was not returned.